Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support the patient developed sepsis. As a result, antibiotics were administered. No further information was provided.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01006 was provided in sections b1, b5, e1, g1, h1, and h6. The investigation for the reported guidewire issues, valve damage, and sepsis has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the guidewire issues was unable to be determined as no product or data was returned for this investigation. The cause of the valve damage was unable to be determined as no product was returned for this investigation. The root cause of the sepsis has an unknown relationship with impella. The impella device was confirmed to have been sterilized under validated conditions and there was no evidence to indicate that the sepsis was related to impella. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported the physician had difficulty inserting the guidewire as it was bent and the 14 french introducer was damaged during insertion attempts. A short sheath was unable to be used due to the bend of the blood vessel so a new 14 french introducer was used. The 14 french introducer and guidewire were both replaced.